Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with the one of our surgical light. As it was stated by the customer rubber end of the device fell off. No injury was reported due to complained situation, however we decided to report the issue as any parts falling down from the light could be a source of contamination or could led to serious injury.

Event description:
Manufacturer's reference number 269956.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Manufacturer narrative:
Getinge became aware of an issue with the one of our surgical light. As it was stated by the customer rubber cap of the device fell off. No injury was reported due to complained situation, however we decided to report the issue as any parts falling down from the light could be a source of contamination or could led to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as the rubber cap shouldn¿t be in a state in which it can detach, and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately and despite our best efforts, subject matter experts did not receive enough information to conduct the technical investigation. It wasn¿t establish which rubber cap was mentioned in the description and no pictures were provided. It is not possible to determine the root cause nor provide the most likely root causes. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer's reference number (B)(4).